Event description:
Removal of endosseous dental implants. Two implants were placed in sites #18 and #19 (class ii bone) on 9/27/96 during a routine procedure. The implants were later removed on 10/25/96 due to mobility. The clinician states that the pt has 4 other implants in the maxilla which are doing well.

Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.